Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer lost communication with the analyzer. The programmer and analyzer passed incoming functional testing. Analysis was able to confirm the comment that the programmer stylus and cursor failed to calibrate. It was also indicated that the power supply was noisy. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer lost communication with the analyzer during an implant procedure, and then the programmer froze. Another programmer was used to complete the implant procedure. It was also reported that the stylus was not calibrated with the programmer screen. The programmer was returned to service. No patient complications have been reported as a result of this event.